Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that there was a bulge present in the cuff. Dimensional testing confirmed that the cuff thickness was within manufacturing specifications. The observed non-conformity is indicative of over inflation of the cuff. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. Instructions for use include warnings and cautions and instructions on proper inflation of the cuff.